Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2023. The patient experienced inaccurate cgm readings. There were no specific values provided, but as per the parent there was a ¿huge difference between the reading, cgm is reading lower than the bg meter¿. The parent did not correct anything based on the inaccuracy experienced. On the morning on (B)(6) 2023, the father found the patient having and he called immediately 911. The patient was taken to the hospital and during in transit the patient was put on a neck brace to keep the airways open. There was no documentation about medication as the father could not remember if there were IV's or medications provided during the transit to the hospital. The patient was sedated in the hospital. He was lethargic for few days, as at the hospital they provided ¿a lot of medications¿ (no specific medication was reports as the reporter could not remember). The patient was discharged after 4 days. At the time of the report the patient was okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.